Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was overinfusing. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name- corrected. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem could not be confirmed as the device passed all the three accuracy tests, however, further inspection identified a lifting upstream occlusion (uso) seal. The uso seal was replaced. The motor had over six million rotations and was therefore replaced and set to zero. The dso seal was also replaced. The device then passed all tests after the repairs.